Manufacturer narrative:
The returned driver shaft was evaluated. The tip was confirmed to have fractured off the shaft. The torque limiting handle which was used in conjunction with the driver was found to output torque within specifications limits. The root cause cannot be determined at this time. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw driver shaft fractured during surgery. Part of the tip remains within the blocker in the patient. The procedure was completed using an alternative device. There were no other reports of patient injury.